Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a "back flow" alarm on the centrifugal control unit (ccu) on the perfusion system. There was a delay of fifteen to twenty seconds. The device was not changed out, as they had to restart pump to clear the error, as it would not clear with increase of revolutions per minute (rpm). The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per the clinical review on 06/02/2015: according to the perfusionist (ccp), there were two different occurrences of back flow with the audible alarms on the same centrifugal control unit. The first occurrence was on (B)(6) 2015 when going on bypass. The second occurrence was on (B)(6) 2015 when circulating prime solution. The failure was not intermittent and occurred once during each case. Neither occurrence led to any harm to the patient. According to the ccp, both occurrences of back flow were true/real in nature, as there was no reason to believe that they were false alarms. The backflow alarms lasted five to eight seconds. The revolutions per minute (rpms) were about 1400-1500 when the backflow occurred. The tubing was not clamped. The alarms did not clear with an increase in rpms. The ccp had to restart the pump to resolve the issue. The ccp was unsure if there were any status messages on the central control monitor (ccm), but believes that it probably said backflow. There was a delay of fifteen to twenty seconds. The unit was not changed out as they continued to use the case. The case was completed successfully, without associated blood loss. There was no harm observed.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR#: 1828100-2015-00478. The field service representative (fsr) replaced the flow sensor as a precaution. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Manufacturer narrative:
The reported complaint was confirmed. Data log analysis showed four backflow alarms occurred on (B)(6) 2015: 3 of them occurred when the arterial centrifugal pump was stopped because of a pressure alarm and one of them occurred while arterial revolutions per minute (rpm) was at 1104. There was no indication of a problem in the log file. During laboratory evaluation, the product surveillance technician (pst) could not duplicate the complaint. The pst connected the flow sensor to a flowmeter module that was assigned to a perfusion screen on a system 1 simulator. The pst placed the flow sensor around a water loop driven by a centrifugal motor and started water flow. The pst operated the centrifugal motor at speeds between 1000 and 1200 rpms with no backflow alarms occurring. Intermittently stopping the motor caused the flow to drop to zero but no backflow alarms occurred. The pst operated the centrifugal motor at 1100 rpms and also at 700 rpms and clamped the tubing with forceps to stop flow. Flow dropped to zero but no backflow alarms occurred. He flexed the sensor¿s cable and physically agitated the sensor during testing with no backflow alarms occurring. He reversed the position of the flow sensor on the tubing and backflow occurred as expected. Nothing abnormal was found while visual inspection of the sensor¿s connector, cable and sensing surfaces. Advanced perfusion system 1 operators manual recommends that with a centrifugal pump, maintain a minimum pump speed or clamp the pump outlet line and patient¿s venous line in order to prevent backflow and drainage of the patient¿s blood. The coast response is not enabled until the speed has increased to 1550 rpm or above. The coast speed of 1500 rpm may be high enough to allow some forward flow, or in rare instances may not be sufficient to prevent backflow due to the resistance and back pressure in the perfusion circuit. Data log analysis confirmed that backflow occurred due to user running the motor too slow. Pump speeds need to be maintained at levels high enough to overcome line and patient resistance. When a pump was stopped or run under coast speed (1500 rpm) and the tubing is not clamped, it is not unusual to get a backflow alarm. No additional action will be taken at this time.